Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was marked as explanted, but this device remains implanted with therapy off. Boston scientific technical services (ts) then confirmed that the device was surgically abandoned with therapy off. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was marked as explanted, but this device remains implanted with therapy off. Boston scientific technical services (ts) then confirmed that the device was surgically abandoned with therapy off. No additional adverse patient effects were reported. Additional information was received which reported that the non-boston scientific right atrial (ra) lead exhibited noise, out-of-range pacing impedance measurements measuring greater than 3,000 ohms, and loss of capture. At this time, the device remains in service however, therapy remains off. No additional adverse patient effects were reported.